Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was not fitting properly during the load sequence. Customer found an o-ring from a previous cartridge on the pneumatic tap and was cause of the cartridge fit issue. Customer removed the o-ring and successfully loaded the cartridge. Customer's blood glucose was within range (value not provided).